Manufacturer narrative:
Investigation: samples received: 1 unopened pouch and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open an unused samples and one closed sample for analysis. We have checked the three samples received and we have found the following: one closed sample and one open and unused sample that contain the correct suture inside (dafilon blue 5/0 75cm with ds16 needle). One open and unused sample that contains dafilon blue suture of usp 1 and 75 cm of length with ds30 needle (equivalent code c0935492) instead of dafilon blue usp 5/0 75 cm ds16 needle as indicated in the product description. The support cardboard also indicates usp 1 instead of usp 5/0. A review of the batch manufacturing record and all other production process record have been conducted, and no deviations during process could be found. However, both the products were packed in same machine and same day but different interval of timings. Furthermore, the possibilities during the needle attachment and winding process have also been checked. All the production operators have been informed about the mix up and initiated CAPA for the same. Final conclusion: taking into account that the results of one of the samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in one of the open samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box as compensation. A CAPA has been initiated.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K990090. When additional information is received a follow up report will be submitted.

Event description:
It was reported too large diameter. The reporter indicated that the thread diameter is too large. Per the reporter the defect was found in only one within the box. The other pieces were alright. Two pieces in another (different) box were checked and no defect was found.